Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of deflation was received on set 29, 2022, with lot number 1629769. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on anterior side assessed as unidentified (tear) opening . Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare profesional reported left side deflation.the device has been explanted.